Event description:
The patient contacted animas on (B)(6) 2012 reporting that the time and date on the pump showed the incorrect year. The patient reported that the pump showed 2011 and she corrected the year to 2012 on the pump and the meter and noticed later in the day the pump again showed the incorrect year of 2011. The pump history was reviewed and the history was correct except it showed the dates in 2011 back to (B)(6) 2011 then the next entry was (B)(6) 2012. This report is made based on the allegation that the pump did not maintain the updated year.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the manufacturer date of the pump is november 2011. A review of the pump histories indicated that the first entry recorded in the pump is 02/26/2011 at 20:22; all entries prior to this are blank. The black box recorded a date change from 03/11/2011 to 03/10/2011 at 20:30, and from 03/11/2011 to 03/11/2012 at 18:29. There are no other date or time changes recorded in the black box. The pump was exercised for 24 hours with no time or date issues. The pump was powered down and powered back on, and the date and time held correctly. The complaint could not be confirmed or duplicated on investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.